Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead and right ventricular (rv) lead exhibited noise. The ra and rv leads were not used and were replaced. No patient complications have been reported as a result of this event.